Event description:
It was reported that the impedance increased from 800 ohms to 6784 in one day, which triggered the patient alert. The next day, the impedance had decreased to 1152 ohms. The egms indicate a lead fracture, which is responsible for the oversensing, noise, and detected vf (ventricular fibrillation). I